Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: the quality investigation is complete.

Event description:
No new information.

Event description:
It was reported during central processing during the cleaning process, a bur or router broken off and stuck in motor after case. This event did not occur during a surgical procedure; no patient involvement or adverse consequences were reported.

Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: a follow up report will be sent when the investigation is complete.